Event description:
Same case as MFR#2134265-2008-01953. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted a 2.50 x 16 mm and a 3.00 x 16 mm taxus express2 stent in the mid and distal right coronary artery (rca). The pt did not receive plavix during the procedure. One day later, the pt presented with a subacute thrombosis. The physician treated the thrombosis by performing angioplasty in the rca using a maverick balloon. The pt condition is reported as fine and pain free. No further info was available.

Manufacturer narrative:
Device analysis: the stent remains implanted. The complainant indicated that the delivery device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.